Event description:
Procedure type: open gastrectomy. According to the rptr: as the surgeon was going to make the gastro-jejunal anastamosis, fired the stapler into the stomach and jejunum, said it seemed to fire normally. Upon inspection, the stapler did not fire staples at the distal end and there was a gaping hole in the anastomosis and stomach contents poured out into the peritoneal cavity. The doctor had to complete the anastomosis by hand and clean out the spilled contents from the abdominal cavity which added another 45 mins onto the case.

Manufacturer narrative:
(B)(4).